Event description:
It was reported that the user received a pairing failed alarm when attempting to connect a dexcom g7 to the ilet; support guided the user to toggle from g6 to g7 within ilet settings and restart the g7, using pairing code 4820, which indicates an intermittent communication failure involving the device¿s antenna and related electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure and involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.